Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the 5 little cracks was observed in optic, the lens was cut in half and removed. A replacement lens was used, and everything was fine. Additional information has been requested and received and was further clarified that the lens had five scratches in the visual axis. The surgery was completed on the same day with a replacement lens. As per the surgeon the cartridge may have had defects that scratched the surface of the lens as the lens moved through the cartridge. The lens was in the injector for about three minutes and sufficient amount of viscoelastic was used.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.10. Concomitant product was corrected. Additional information was provided in h.3, h.6 and h.10. The company cartridge was not returned. A photo was provided of a monofocal lens in the eye. Small marks were indicated with a red arrow. The marks appeared to be on the anterior surface. The marks had the appearance of narrow scratches or cracks. Damage on the anterior surface would be unrelated to the cartridge. If the lens is folded properly, the anterior surface does not contact the cartridge inner surface. A pressure mark was observed on the right side of the optic at the edge, possibly a plunger or forcep mark. If it was a plunger mark, the lens was shifted off center in the cartridge. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. Based on the provided photo the lens was damaged. It was indicated "enough" viscoelastic was used and the lens was in the cartridge for three minutes. The replacement lens was implanted with no issues. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical devices) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd (ophthalmic viscosurgical devices) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (ophthalmic viscosurgical devices), which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. IFU (instructions for use) note: during lens loading and insertion, do not allow the company intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).